Event description:
The customer reported to baxter (B)(4) a solution administration set that leaked during product administration. According to the report, during the administration of an anesthesic product through a peridural way, the product leaked at the junction between the 3-way stopcock and the inlet. Reportedly, the set was connected to a catheter with a small diameter and the product was injected through a syringe which created high pressure at the level of the 3-way stopcock. The reporter stated that for this type of use they switch to an unknown non-baxter set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was submitted for evaluation. The sample was submitted for an air pressure and under water leak testing and all results were satisfactory. A batch review could not be performed as the lot number was not provided by the customer. After reviewing the results of the tests, it was found that the condition was not detected in the sample and the stop cock functioned correctly and no leakage was observed. The reported condition was not confirmed and the root cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.